Event description:
It was reported the patient experienced pain at the ipg site whether stimulation is on or off. The physician believes the ipg is pushing on a nerve. The ipg was explanted.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.